Event description:
A complaint of discomfort due to the location of the pocket site was reported. A lead extension was implanted, and the pocket site was lowered. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.